Event description:
It was reported that the physician noted insulation breach on the left ventricular (lv) electrode during a routine device replacement. The lv lead was repaired with a splice kit and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.